Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements, loss of capture and rising pace impedance measurements. This rv lead was surgically abandoned, and a new rv lead was implanted, which remains in service. No additional adverse patient effects were reported.